Event description:
It was reported that testing was carried out which showed the voltage values being slightly increased. Three electrodes were switched off due to high pulse rates. The patient is not able to hear well and refuses to wear her speech processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.